Event description:
It was reported a patient underwent total hip arthroplasty on (B)(6) 2013. During the procedure, the surgeon implanted the acetabular component and then could not lock the liner into place with the screw. The liner, screw and acetabular component were removed. The procedure was completed successfully with a different sized acetabular component with a delay of one (1) hour.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.